Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, they had experienced high blood glucose of 326 mg/dl and was treated with intravenous drip. It was reported that, the customer has changed the quick set and noticed that, blood glucose went high. The device is not expected to be returned for analysis.